Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 24010-0007t because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite texium infusion set was leaking the following information was received by the initial reporter with the following: it was reported: ¿while administering ivp daunorubicin, there was significant fluid leakage from the y-site of the tko closest to the patient. Unknown if this was the texium cap placed by pharmacy, or the texium primary tubing primed by nursing staff. Fluid leaked on the patient's shorts, over the rn's (xxx) chemo gown and gloves, and was mostly absorbed by chemo pad in place for potential leaks. Patient disposed of contaminated shorts in yellow hazardous bag. Bd alaris pump infusion set - bonded texium closed male luer with priming cap, ref: 24010-0007t.¿